Event description:
Customer contacted us on (B)(6) 2024 to report 2 possible false positive results that were confirmed with 6 antigen tests within 24h-48h. Tests were performed on (B)(6) 2024 and on (B)(6) 2024. Before starting, were the instructions read? Y/n yes may I have your lot and test kit #? Lot #: n/a test kit #: n/a. Location of testing? Indoor/outdoor did not reply was the test completed on a flat surface? Y/n did not reply was the swab rotated 5 times in each nostril? Y/n yes were you 6 feet from another person when taking the test? Did not reply were you exposed to covid with in the previous 24 hours of testing? Did not reply was the vial liquid purple in color? Y/n did not reply was the test moved while it was running? Y/n did not reply how soon after the initial positive test was a retest(s) completed? 24-48 hours what test did you use to confirm the false positive? Binax how many total tests were run before getting this false positive? 1 did the person tested, contact a healthcare provider? Dnr if yes, how is the person tested doing? Is the person tested undergoing any treatment? N/a is your kit covid/ flu or covid 19? Covid flu please provide the status of each led status? (Only for covid/ flu kits) covid led status: positive::on flu a led status: did not reply flu b led status: did not reply"

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issues of "false positive" and "invalid/invalid after test" were reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to cmp- (B)(4) investigation 07mar2024. Pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false positive" and "invalid/invalid after test" will continue and there are no additional recommended actions at this point. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: assay false amplification (design defect) air bubbles in reaction chamber (design defect) assay contamination/degradation (process failure) improper storage/handling (use error).